Manufacturer narrative:
D3 - updated. H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) experienced a line-blocked alarm (not associated with an ICU medical device) and attempted to resolve the issue using the current cassette (also not an ICU medical device), without success. The pwd subsequently changed the infusion site and resumed use with the same cassette, which was successful. The event occurred during patient use. No patient harm or injury was reported.